Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a completed post-operative course due to emboli and an infarcted bowel that resulted in an ileostomy. Post-implant of the lvad and prior to the initial discharge from the hospital, the pt had reportedly presented with high pump power and a decision was made by the hospital to exchange the lvad due to suspected thrombus.